Event description:
Patient did not get adequate resolution of his symptoms. At first, patient appeared to have some relief of his leg symptoms, but then he was informed that he had a broken lead. The device was explanted to obtain MRI's of the spine prior to surgical management.

Manufacturer narrative:
(B) (4).